Manufacturer narrative:
Conclusion: according to the received information from the field, the active electrode migrated partially out of cochlea post-operatively. A complete insertion during implantation surgery has been achieved. The recipient has been re-fitted and is able to benefit from the implant system. The device remains implanted and in use. This is a final report.

Event description:
A partial electrode migration out of cochlear was reported. As the user is doing well the device will stay implanted and in use. There are no plans for reimplantation. The user will be monitored.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users parents and the hospital reported that there was a migration of the electrode on the left side. A CT scan showed 3 extracochlear channels.